Event description:
She was not informed of the risks or adverse effects of uae. Post-uae, she has experienced a foul vaginal odor and has had several uti's. Her doctor says he does not know the cause of uti's or vaginal odor. Patient concerned about the present and future outcome of the surgery.